Event description:
It was reported the patient got pneumonia from the stimulator after a trial for stimulation. This occurred about 1.5 years ago. It was stated the patient did not move forward with a full stimulation implant due to this. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).